Manufacturer narrative:
No conclusions can be made. Based on the information provided we are unable to determine to what extent, if any, the "marlex" mesh may have caused or contributed to the events as alleged. Infection and fistula formation are known inherent risks of surgery. Regarding infection the warning section states, " if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the device." A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Note the dates of event and implant are estimated as exact dates were not provided. Should additional information be obtained, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that in 2000 the patient was implanted with a "marlex" mesh during a procedure to repair an umbilical hernia. Following the implant of the mesh it is alleged that the patient's body rejected the mesh and she has experienced weight loss, infection, fistulas and protrusion of the mesh through her skin. As reported the problems slowly developed after the surgery and continued to become worse. As reported in 2014 the patient had surgery to repair a fistula, but it did not help. As reported the patient is unable to eat solid foods and the liquids she is able to eat end up leaking out of the fistula site. Contact states the fluid will drain for about 3 hours after ingesting. As such, the patient must wait until the end of the day to eat so she is able to drain afterward. As reported the patient was (B)(6) and is now (B)(6) due to not being able to eat and has been confined to her home for the most part, due to her limitations. It is reported that the patient has clipped pieces of the mesh on her own and continues to do so if she sees the mesh protruding out. As reported the patient has reported all of these issues to her doctors and they have not been able to provide much help, as such the patient is not willing to see another doctor/surgeon.